Event description:
Rn was at the bedside to hang vancomycin antibiotic. Rn observed infusion streaming (no drip seen in chamber. Instead, a fast steady stream). Pump was set to be infusing lactated ringers at a rate of 75 ml/hr. Original bag hung at 0750 (approx. 1000 ml bag). Incident occurred at approx. 1605, noting approx. 420 ml remaining. The pump had not been turned off during the shift. Rn had also administered vancomycin at 1018 (100 ml bag that ran over 1 hour). Rn had assessed the pump during each encounter that day with no previous malfunction noted. There was no harm to the patient. The pump, bag and tubing were taken out of service and sent to biomed. The pump was sent (B) (6) to a third party consultant for evaluation. A voice message was left with b.braun to call cno to discuss this event (now the fourth problem with pumps).